Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/d when they woke up. The customer's blood glucose was 120 mg/dl before bed. The customer treated with set changes. The customer's current blood glucose was 85 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the pump alarmed no delivery during high pressure test. The product was not returned for analysis.